Manufacturer narrative:
The customer received a questionable troponin t hs result for one additional patient after the measuring cells on the cobas e801 module were replaced by the field service representative. The specific date of the event was not known. The initial result was 47.1 ng/l and was reported outside of the laboratory. The clinician questioned if the result fit with the patient's clinical picture. The sample was repeated and the results were 31.2 ng/l and 31.0 ng/l. There was no allegation of an adverse event. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative found no issue with the cobas e 801 module. Based on the qc recovery, there was no indication for a performance issue of reagent or instrument. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs results for three patients from the cobas e 801 module. Patient 1: sample a initial result was 4 ng/l and the repeat results were 10, 7.32, and 4.26 ng/l. Sample b initial result was 29 ng/l and the repeat results were 6.64, 5.68, and 4.36 ng/l. Sample c initial result was 6 ng/l and the repeat result was 9.33 ng/l. Patient 2: sample a initial result was 40 ng/l and the repeat results were 16.5, 15.2, and 15.5 ng/l. Sample b initial result was 17 ng/l and the repeat result was 16.7 ng/l. Patient 3 initial result was 94 ng/l. The repeat results were 77 and 78 ng/l. The initial result was reported outside of the laboratory for patient 1, sample a and was questioned by the doctor. Information was requested but was not provided concerning if any other results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 370695 with an expiration date of 31-mar-2020.